Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: analysis of the returned device identified deformation, white particles, weight to the specification and flat creases. Voids were observed in the gel after autoclave cycle. Based on the device analysis the final assessment is that no issues found related with the manufacturing process. The reason for reoperation was capsular contracture baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade unknown. The device has been explanted.